Manufacturer narrative:
A photo sample was provided for evaluation, showing the sample in plastic packaging. No damages or anomalies noted. No samples were returned for investigation. No samples were returned for investigation. The complaint of leakage could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be performed as lot number was unknown.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is available. Investigation is not yet complete. (B)(6).

Event description:
The event involved a primary plum set which was reported to have leaked at the cassette during patient use. The customer reported that there was no physical defect noted on the product, and the solution involved was unknown. There was patient involvement, but no harm was reported as a consequence of this event.